Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation. The international business partner performed all of the transducer calibrations to help resolve the reported issue, but also determined that the blender was defective. After replacing the blender, the reported issue was resolved. The device passed all testing and was returned to the customer by the business partner, but no part is available for return, so no further investigation will be performed.

Event description:
The customer reported that their vela ventilator displayed an unresolved "vent inop, motor fault , and xdcr fault" alarms. The customer reported that there was no patient involvement.

Manufacturer narrative:
Results of investigations: the vyaire failure analysis lab received the suspect vela blender and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was found to be blender failure. The root cause of supplier manufacturing process was assigned in failure investigation report.